Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h3. The device was returned to olympus for inspection and the reported failure image videoscope turned green was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is presumed that the accumulated electrical stress from energizing circuit boards in the video connector, accidental static electricity, overcurrent from attachment/detachment while the system was on which may have caused a bad electrical connection and a negative effect on the output image signal. Eventually, the output of the image signal became unstable, which caused abnormality (defects) of the circuit boards in the video connector. Subsequently, the event may have occurred, which likely led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the image on the deflectable videoscope turned green. There was no report of patient harm associated with this event.